Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This MDR represents the composix l/p using echo mesh (device 1). An additional supplemental emdr was submitted to represent the composix l/p mesh (device 2). Note, the manufacturing date (15-jul-2018) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: on (B)(6) 2020 - patient was diagnosed with incisional hernia thereby underwent laparoscopic repair with implant of composix l/p using echo mesh (device 1). Per op notes, ¿omental adhesions were taken down. The hernia defect was noted and reduced. A composix l/p using echo mesh (device 1) was placed and tacked circumferentially using spiral tacks.¿ on (B)(6) 2020 - patient was diagnosed with recurrent incisional hernia thereby underwent laparoscopic repair with implant of composix l/p mesh (device 2). Per op notes, ¿omental adhesions were taken down. The prior mesh (device 1) was noted to be just below the fascial defect. The hernia defect was reduced. A composix l/p mesh (device 2) was placed and tacked circumferentially.¿ on (B)(6) 2021 - patient was diagnosed with recurrent incisional hernia and diverticulosis thereby underwent laparoscopic converted to open repair with excision of composix l/p using echo mesh (device 1) and composix l/p (device 2). Per op notes, ¿dense adhesions between omentum and prior meshes (device 1 and 2) were lysed. There was a recurrent hernia and reduced. All the prior abdominal meshes (device 1 and 2) were excised end removed. Sigmoidectomy was performed. The defect was repaired primarily with sutures.¿